Event description:
It was reported that during an atrial fibrillation ablation a faradrive was selected for use. During procedure, the faradrive sheath was flushed as per prescribed workflow. Transeptal was completed with the faradrive sheath using versacross connect. Once access to the left atrium was achieved the sheath was aspirated and flush connected. No visible or problem were present during these steps. When catheter was inserted and aspiration steps where done with catheter past the handle of the sheath it was observed that a lot of air is comping through to the syringe. Steps were taken to see if it can be resolved but a new sheath was opened. The second sheath with different batch did exactly the same and a third sheath had to be opened, and the problem was resolved and could finish the case. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.